Manufacturer narrative:
This report is submitted on april 20, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2018 resulting in fixture loss. Reimplantation surgery is scheduled; however yet to occur as of the date of this report.